Event description:
Same case as MDR ID 2134265-2014-01289, 2134265-2014-01288. (B)(4) clinical study. It was reported that an embolus in the ostium of the 1st diagonal branch occurred. In (B)(6) 2011, the patient was diagnosed of unstable angina and underwent cardiac catheterization which revealed a 3.0 x 20mm, de novo, 99% stenosed target lesion located in the mid left anterior descending (lad) artery. It was treated with pre-dilatation using a 3.0 x 12 mm apex balloon followed by placement of a 3.50 x 20 mm taxus liberte stent in mid lad. Post-dilatation was performed using a 3.75 x 15 mm quantum maverick balloon with 0% residual stenosis. Follow-up angiography revealed a small embolus in the ostium of the 1st diagonal just distal to the edge of the study stent and was treated with medication. The following day, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).